Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio meter = 4.2 inr, reference = 3.4 inr, mean = 3.80, confidence limits = 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Further testing is not required at this time. Trend analysis is not required - no strip lot info. No corrective action required at this time as no product discrepancy was established.

Event description:
"Caller alleged discrepant results compared with another meter. Results as follows:" date: (B)(6) 2009, inratio: 4.2, coagucheck: 3.4.